Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation manufacture observed two significant dents were observed on the top enclosure. Unknown contamination was observed on the top enclosure and at the corner of the top enclosure. Dust-like contamination was observed on and under the top enclosure, on the ui panel, on the right side panel, bottom enclosure, in the air inlet, all over the pca, on top of the blower cap, on and in the blower motor, in the base of the blower housing, along the airpath of the blower housing, on the sound abatement foam, and on the walls of the bottom enclosure. Potential degraded sound abatement foam was observed on the bottom of the blower housing. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box g: date received by mfg has been updated. In box h: device problem code, evaluation method code, evaluation results code and conclusion code grid has been updated.